Manufacturer narrative:
The investigation is ongoing. This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2022-09991. The valve remains implanted in the patient.

Event description:
As reported by the edwards field clinical specialist, after deployment of a 2nd 29mm sapien 3 valve inside a non-edwards st. Jude surgical in the mitral position a 3rd sapien 3 ultra valve was implanted in the 29mm sapien 3 ultra valve due to poor positioning. The patient was stable and was discharged home. Upon review of medical records, an intra procedure echo (tee) revealed the 26mm sapien 3 valve was implanted too deep resulting in transvalvular mitral regurgitation. A 3rd valve was implanted proximal to the 2nd valve. A post procedure echo revealed no significant transvalvular or paravalvular mitral regurgitation with mean gradient of 3mmhg. In addition, there is a new iatrogenic asd with predominant left to right shunt with no evidence of significant lvot obstruction.

Manufacturer narrative:
Update to h6 and h10 to reflect device evaluation. Correction to b5 (describe event or problem). The 26mm sapien 3 valve was not returned to edwards as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The commander delivery system with s3/s3u/s3ur IFU and the procedural training manual was reviewed for instructions and guidance. The procedure manual provides guidance for thv malposition. Thv malposition prior to deployment use caution with narrow calcified stj, minimal calcification, severe septal hypertrophy and mitral bioprosthesis. Ensure fluoroscopic view used for deployment is the coplanar view where inferior aspect of all 3 cusps is on same plane. Consider coaxial alignment of catheter to the aortic annulus and if positioning is difficult using fluoroscopy alone, consider using both fluoroscopy and echo and ensure to pull back the flex catheter prior to thv deployment. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for malposition thv and deployed valve exhibit central regurgitation were confirmed from medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. As reported, 'after deployment of a 2nd 29mm sapien 3 valve inside a non-edwards st. Jude surgical in the mitral position a 3rd sapien 3 ultra valve was implanted in the 29mm sapien 3 ultra valve due to poor positioning'. In this case, the valve placed too deep during the valve deployment, resulting in valve malposition. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'an intra procedure echo (tee) revealed the 26mm sapien 3 valve was implanted too deep resulting in transvalvular mitral regurgitation.' In this case, the valve was implanted too ventricular. Thv malposition can result in improper leaflet function due to native leaflet overhang, leading to central regurgitation. In this case, such, available information suggests that procedural factors (valve deployment technique and thv malposition) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.

Event description:
As reported by the edwards field clinical specialist, two 26mm sapien 3 ultra valves were implanted inside a 29mm sapien 3 valve due to poor positioning. The first 26mm s3u prosthesis ended up being implanted too deep resulting in transvalvular mitral regurgitation. A second 26mm s3u was implanted proximal to the first. The 29mm sapien 3 valve was initially implanted in a non-edwards st. Jude surgical valve. There is two sapien 3 ultra (s3u) and one sapien 3 (s3) transcatheter prosthesis inside one surgical bioprosthesis. The patient was stable and was discharged home.